Event description:
The customer reported that prior to use on a pt, a doctor confirmed the cuff inflated asymmetrically. No pt involvement.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.